Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had one or two motor errors, had scratches on the screen which made the customer to rotate the insulin pump to see the display, the insulin pump lost time a minute or two, the insulin pump took longer to prime and the back light was dim even when the batteries were not low. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.